Manufacturer narrative:
Product event summary: (B)(4) the device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported an infection occurred. The device was removed. A temporary system was used and the patient was hospitalized until a permanent system could be implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant medical products: 4076 implantable pacing lead: implanted: (B)(6) 2012. 4076 implantable pacing lead: implanted: (B)(6) 2012.

Manufacturer narrative:
Further review prompted a change in the device analysis results. The change is reflected in this report.